Event description:
It was reported that the patient had been hospitalized since (B)(6) 2015 with a urinary tract infection (uti), bowel obstruction, pneumonia, and a history of falls. A magnetic resonance image (MRI) of the patient¿s head was being done to assess the patient¿s multiple sclerosis. The pump was infusing baclofen (unknown). A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant product(s): product ID: 8709, lot# j10898r53, implanted: (B)(6) 2001, product type: catheter. (B)(4).